Event description:
On [redacted], infant heel warmer when activated are activating cold similar to a chemical ice pack. At least 4 packs with the same lot # are reacting this way. Manufacturer response for infant heel warmer (chemical heat pack), cardinal health (per site reporter). Reported to cardinal on [redacted].